Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. The customer alleged the pump was not delivering the correct amount of insulin. A correction bolus was delivered to address bg. A system check was performed, and no issues were identified with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.